Event description:
The pt had pain at the pocket site. Some impedances were greater than 4,000 ohms. It was recommended to turn the device off to diagnose the problem. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).